Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications. Unit was received with missing end cap sticker.

Event description:
Customer reported that he has been having unexplained high blood glucose. Customer stated that his insulin pump had repeatedly motor error, she also stated that his reservoir leaked insulin past both o-rings during normal use into the insulin pump reservoir compartment. Nothing further was reported.